Manufacturer narrative:
(B)(4). This complaint for system error 2240 was confirmed because the patient reported that the supply bag fell and disconnected from the supply line during use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4) and (B)(4).

Event description:
The nurse contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during dwell 2 of 4. The home patient (hp) stated that the supply bag fell and disconnected. The baxter technical representative (tsr) explained the alarm and assisted the hp to retrieved the cassette. The tsr advised the hp to contact the registered nurse(rn) regarding the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.